Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a gradual rise in pacing impedance as well as pacing thresholds. Recently, these measurements increased to the point of non-capture, and the patient experienced a syncopal episode. The physician elected to remove the device, and obtained lead measurements using the pacing system analyzer